Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated and suprarenal extension were implanted to treat an abdominal aortic aneurysm. During the routine 2 year follow-up, the patient had an ultrasound as well as a cta that show increase in aaa size from 5.6 to now 6.5 on cta. The patient is reported as doing well. The abdominal shows no visible obvious type ia or ib endoleak. The overlap of devices is very good and has not changed. A potential iiib endoleak was discussed, but not sure if a leak is present. There is a type ii endoleak noted from distal lumbar vessels. Dr.chu will speak further to the patient about what they will do next. As of the date of this report, there have been no additional patient sequelae reported.

Event description:
Additional information received confirming that the patient has not returned to the physician's office for follow-up and therefore, the patient status is unknown.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and no response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Remove required intervention to prevent permanent impairment/damage (devices). Device code: remove 1354.